Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the oxygen blending module was observed in the error log. Err_obm_accy_urgent_service is potentially a failure of the oxygen blending module, which may impact therapy. The oxygen blending module board needs to be replaced to address the issue.